Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain/pain') and menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 46-305-dk) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section in 2009, pelvic pain, dysmenorrhea, spontaneous abortion, vaginal bleeding, abdominal pain, painful intercourse and ovarian cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)/dysmennorhea (cramping)"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in her mouth, metal taste"), alopecia ("hair loss/hair loss"), migraine ("migraine headache, migraines/headaches"), rash ("skin rash/rash/skin condition"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), infection ("infection (other)"), headache ("headaches"), urinary tract disorder ("bladder/urinary problems urinary probs"), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (ablation procedure in (B)(6) 2015 and on (B)(6) 2016, underwent total hysterectomy (uterus and cervix removed) to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, feeling abnormal, dysgeusia, alopecia, migraine, rash, vaginal haemorrhage, infection, headache, urinary tract disorder, vaginal infection, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, headache, infection, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: sought treatment for her symptoms. As per pfs : (B)(6) 2015 (discrepancy noted). Hysterosalpingogram: (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients¿ medical record: pelvic pain, vaginal hemorrhage,and menorrhagia¿. Most recent follow-up information incorporated above includes: on 2-dec-2019: plaintiff fact sheet received. Events" vaginal infection, bladder infection and urinary tract infection were added. This case is medically confirmed. Reporter, demographics, medical history, lab data updated, essure lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In may 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in her mouth, metal taste"), alopecia ("hair loss"), migraine ("migraine headache, migraines/headaches"), rash ("skin rash"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), infection ("infection (other)") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2016, underwent total hysterectomy (uterus and cervix removed) to remove the essure device) and surgery (ablation procedure in (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, feeling abnormal, dysgeusia, alopecia, migraine, rash, vaginal haemorrhage, infection and headache outcome was unknown. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, headache, infection, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: sought treatment for her symptoms diagnostic results: in (B)(6) 2015, essure confirmation test was performed, result not provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information updated. Plaintiff demographics added. Essure indication updated. New events abnormal bleeding (menorrhagia), infection (other) and headaches were added. Plaintiff underwent essure confirmation test in (B)(6) 2015. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain/pain') and menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)/dysmennorhea (cramping)"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in her mouth, metal taste"), alopecia ("hair loss/hair loss"), migraine ("migraine headache, migraines/headaches"), rash ("skin rash/rash/skin condition"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), infection ("infection (other)"), headache ("headaches") and urinary tract disorder ("bladder/urinary problems urinary probs"). The patient was treated with surgery (ablation procedure in (B)(6) 2015 and on (B)(6) 2016, underwent total hysterectomy (uterus and cervix removed) to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, feeling abnormal, dysgeusia, alopecia, migraine, rash, vaginal haemorrhage, infection, headache and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, headache, infection, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: sought treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: confirmation test: yes, results not provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events from pfs: urinary tract disorder were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain/pain') and menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 46-305-dk-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section in 2009, pelvic pain, dysmenorrhea, spontaneous abortion, vaginal bleeding, abdominal pain, painful intercourse and ovarian cyst. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)/dysmennorhea (cramping)"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in her mouth, metal taste"), alopecia ("hair loss/hair loss"), migraine ("migraine headache, migraines/headaches"), rash ("skin rash/rash/skin condition"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), infection ("infection (other)"), headache ("headaches"), urinary tract disorder ("bladder/urinary problems urinary probs"), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (ablation procedure in (B)(6)2015 and on (B)(6)2016, underwent total hysterectomy (uterus and cervix removed) to remove the essure device). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, feeling abnormal, dysgeusia, alopecia, migraine, rash, vaginal haemorrhage, infection, headache, urinary tract disorder, vaginal infection, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, headache, infection, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: sought treatment for her symptoms. As per pfs : (B)(6)2015 (discrepancy noted). Hysterosalpingogram: (B)(6)2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients¿ medical record: pelvic pain, vaginal hemorrhage,and menorrhagia¿. 46-305-dk is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jan-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in her mouth"), alopecia ("hair loss"), migraine ("migraine headache"), rash ("skin rash") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent a procedure to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, feeling abnormal, dysgeusia, alopecia, migraine, rash and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: sought treatment for her symptoms incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.